Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-jan-2019 with the following findings: during investigation, there were frequent low battery warnings observed. The pump electrical current draws were tested and were within specifications. Corrosion in battery compartment. No leaks found during leak testing. Pump opened; no further evidence of moisture found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) - 2018, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no allegation of an adverse event associated with this complaint.